Event description:
Nellcor puritan bennett received information in which customer alleged ventilator would shut down by itself. No patient harmed or injured as a result of the event.

Manufacturer narrative:
Npb was not authorized to evaluate unit. As per customer, unit is working according to hospitals specs.